Event description:
Hcp reported catheter replaced due to disconnection and displacement". The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when add'l info is received.